Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the catheter was partially explanted. It was further noted that the spinal segment of the catheter was replaced. It was reported that the patient complained that they were receiving no therapy compared to their trial dose. It was reported that the product issue was resolved. At the time the status of the patient was ¿alive, no injury.¿ the pump system was delivering baclofen (compounded) 500mcg/ml at a dose of 100mcg/day. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that a dye study was performed and the catheter appeared to be intrathecal. It was noted that the patient was doing well post-op. At the time of report the patient was continuing to show therapeutic results after the spinal segment was replaced. It was noted that the spinal portion was replaced on 2013-(B)(6).

Event description:
It was further reported that the cause of the issue was a catheter tip occlusion. It was noted that intrathecal baclofen treatment was ongoing.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had great success with the test, but has had little to no success with the pump. Following the catheter revision in (B)(6) 2013, the patient had relief for about a week and then back to nothing. The patient¿s doctor was at a loss to what the problem may have been. The pump had been as high as ¿850¿ and was at ¿350¿ at the time of the report. It had been at everything in between but there was no relief no matter what the setting was. Having had great success with the test, the reporter was sure that intrathecal baclofen therapy would work, but the next step was not known. The system was being used to deliver baclofen at the time this information was received.